Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the dicoms could not be retrieved from pacs because the temporary pacs folder could not be cleared due to a known software anomaly. The user was able to retrieve the dicoms via a usb device. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - additional narratives/data.

Event description:
While loading imaging from iqview/pacs the files in the temporary folder would not delete. A restart of the computer did not remove old dicoms from the iqview folders. The company clinical representative, tried to manually delete the dicoms from the iqview folders on the d drive and was shown an error 'you require permission from administrators to make changes to this folder' and the dicoms could not be removed.

Manufacturer narrative:
Initial report : the device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
While loading imaging from iqview/pacs the files in the temporary folder would not delete. A restart of the computer did not remove old dicoms from the iqview folders. The company clinical representative, tried to manually delete the dicoms from the iqview folders on the d drive and was shown an error, "you require permission from administrators to make changes to this folder," and the dicoms could not be removed.